Event description:
A tandem mobi cartridge alarm was reported. Blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. The customer loaded a new cartridge and was able to resume insulin delivery. Technical support advised the customer to call back if the issue recurs.